Manufacturer narrative:
Batch review performed on 14 may 2019: lot 184609: (B)(4) items manufactured and released on 15-oct-2018. Expiration date: 2023-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event additional implant revised: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115), lot 187088: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
About 9 days after primary the patient had a leg length discrepancy. The surgeon revised the size 3 stem with a size 2 stem and also revised the head. The surgery was completed successfully.